Event description:
It was reported the patient presented to the hospital after having experienced a fall, unrelated to the patients device. The patient was asymptomatic. High, out of range hv lead impedance was observed. The device was explanted and the lead was capped and replaced.

Manufacturer narrative:
(B)(4).